Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the physician experienced difficulty loosening the setscrew on the device. Boston scientific technical services (ts) was consulted and discussed troubleshooting techniques. Subsequently the device header was cut and the lead was removed. The right ventricular (rv) lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.